Event description:
Resident was being transferred in hoyer lift. Two stna's present for transfer per policy. Two of the hoyer pad straps not applied correctly causing resident to start to slip. One of the stna's grabbed resident to prevent resident from falling then both carried her to bed.